Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for this event. Per the peritoneal dialysis registered nurse (pdrn), the suspected cause of peritonitis is the patient¿s constipation. Although streptococcus species can be found in the human gastrointestinal tract, the culture results of strep sanguinis is most likely found in the human mouth. The source of the peritonitis has not been concluded; however, based on the available information and no allegation against any fresenius product for a malfunction or deficiency, the liberty select cycler and cycler set can be excluded as the cause of the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they had peritonitis. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient presented to the pd clinic on (B)(6) 2019 with cloudy pd effluent and diarrhea. Prior to the diarrhea, the patient was experiencing constipation (duration unknown). A pd effluent culture was obtained and resulted positive for streptococcus sanguinis. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) gentamycin and ip cefazolin (dose, frequency and duration unknown). The patient did not require hospitalization for the event. The patient continues to complete pd therapy on the liberty select cycler during recovery. There were no reported issues with the liberty select cycler or cycler set prior to the peritonitis diagnosis. The patient¿s pdrn suspects the peritonitis resulted from the constipation event.